Event description:
Discordant falsely depressed vancomycin (vanc) patient results were obtained on a dimension vista 500 system. The falsely depressed results were not reported to the physician(s). The same sample was reprocessed on the same instrument and on an alternate dimension vista 500 system. Higher reprocessed results were obtained and were considered correct. A higher reprocessed result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed patient results.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding discordant falsely depressed vancomycin (vanc) patient results obtained on a dimension vista 500 system. Siemens is investigating the event. MDR 2517506-2022-00020 was filed for the same event.

Manufacturer narrative:
Additional information (16-feb-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer. Siemens service engineer (cse) was dispatched to the customer site. The cse replaced the reagent arm 2 during troubleshooting. Hsc observed the vancomycin (vanc) assay displayed stronger assay performance after the replacement of the reagent arm 2. Replacement of the reagent arm 2 is considered normal troubleshooting or maintenance for issues of this nature. Hsc unable to completely rule out a sample component driving the discordant results. A potential product issue was not identified. The dimension vista system is fully operational. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00021 was filed 31-jan-2022. MDR 2517506-2022-00020 was filed for the same event. MDR 2517506-2022-00020 supplement 1 is filed for the same event. Correction (16-feb-2022): the hsc investigation of the instrument data logs indicated that the sample ID provided in section b6 of the initial MDR 2517506-2022-00021 (5000107ah) is incorrect. The correct sample ID is (B)(6).